Manufacturer narrative:
The investigation of access site bleeding and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of thrombus could not be determined. Based on the clinical details the root cause of the access site bleeding was most likely patient condition since patient had coagulation disorder. D6a/d6b revised to reflect the correct implant and explant dates on manufacturer device report 1220648-2025-26168.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 as escalation of care from an impella cp for continued mechanical circulatory support. Eleven days after start of the impella 5.5 support, the patient developed a hematoma and suffered from disseminated intravascular coagulation. One unit of packed red blood cells was infused and support continued with the implanted pump until successful weaned and explanted without incident seven days later. The patient survived the explant and was noted to be in stable condition.